Event description:
As reported by a hospital, during an angioplasty procedure, while utilizing an encore inflation device, the device gauge was unable to register a pressure above 12 atm when the physician was expecting it to go to 20 atm. The physician was utilizing the kissing balloon technique. The device was replaced and the procedure continued. There was no pt injury. The used device was returned for evaluation.

Manufacturer narrative:
A device history review performed on the reported lot number did not reveal any quality issues associated with the production of the inflation device. A review of the bsc complaint report for the inflation device family does not indicate an adverse trend on the reported failure mode. No defects were noted upon visual inspection of the returned device. It was then subject to testing per our specification with the following results: leak testing- passed, gauge accuracy testing - failed as the needle of the device skipped (jumped from 18-24 atm). The gauge, which is not manufactured by bsc, was returned to the supplier for evaluation. They confirmed the skipping needle, and noted the presence of a sticky substance on the internal mechanism of the gauge. The substance possibly entered through the socket of the gauge during utilization by the end user, as no similar substance would come in contact with the device during the manufacturing process. Therefore, the exact root cause of the situation is unable to be determined.